Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation confirmed that the non-return valve (nrv) tube connector in the pneumatic block was broken. This issue will result in the device to fail its internal self-test. The pneumatic block was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference pr #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an nrv tube connector was broken in an astral device. There was no patient injury reported as a result of this incident.